Event description:
On 3/15/2000 customer informed baxter sales of 9 donor reactions, which were described as common symptoms associated with apheresis per the customer. These reactions were said to have occurred from 1/1/2000 to 3/15/2000. Four of the nine reactions had occurred on one autopheresis-c instrument, for which was the reason the customer had contacted baxter. Customer requested that baxter evaluated the autopheresis-c instrument. Baxter service personnel identified no problems with the instrument. This report is for donor #4. Donor has been donating since may 1998. No known medications listed for this donor. Prior to plasmapheresis donor's blood pressure was 130/80 with the pulse rate at 72. Donor had a meal approximately 120 minutes prior to donation. Donor was taking levothyroxine and vitamine b12. Operator had an unsuccessful venipuncture, which was restarted early in the procedure. Approximately 55 minutes into the procedure donor's symptoms were lightheadedness, nausea with a warm rush feeling. Donation was discontinued. Donor was placed in tendelenburg position and given orange juice with sugar. Donor was released in good condition. Donor center believes this to be a normal reaction known to be associated with plasmapheresis procedures.